Manufacturer narrative:
B3: event date is unknown. E1: initial reporter was an abbott representative. The material inspection record for the reported guide wire could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
After a coronary orbital atherectomy procedure, a large perforation was observed, and a portion of the guide wire was left in the patient.